Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. It is important to mention the mult-function cable used at the time of the reported event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.